Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the mortality note was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired in 2007. On 06/19/2009 (through follow-up with the health-care provider), it was learned that the cause of death was due to hemodyanmic instability. Per the mortality note: "by an approximately four days before the pt's death, her wbc count had risen to 50 and she was still requiring pharmacological support and cvvhd. She was taken back to the or on that day for a mediastinal exploration; irrigation and reclosure with esmark by dr. Corso. An attempt was made to close the chest, but her hemodynamics worsened so the esmark closure was done. There was no sign of infection but the heart was dilated. She returned to ICU and at about 2 days later, she became more hypotensive on maximum support. She expired in the next day."